Event description:
It was reported that a patient underwent an unknown spinal revision for bleeding with hematoma. It was noted that during the revision, the rod bender broke during bending. It was further reported that during the procedure, the "rod jumped out of the instrument and injured the doctor in the eye, then fell into the patient situs. The surgeon claims pain with visual disturbance on the affected eye." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.